Event description:
It is reported that pt underwent a revision due to a fractured stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
The devices were not returned for review, however a photo of the explanted devices showed the fracture at the junction of the stem and body, with significant bone still attached to the distal stem. Manufacturing documentation was reviewed and found conforming. These devices were used in the treatment of a disease. Implantation operative notes were returned for review and give no indications for the described event. Revision operative notes were returned and note that the pt's extended trochanteric osteotomy had fragmented and not united. Device compatibility was reviewed with no issues noted. A complaint history search of the manufacturing lots returned no additional complaints. X-rays were returned for review, which were sent to an external surgeon for review. The quality of proximal support was noted to be inadequate. A conclusive cause for the event described cannot be determined at this time. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation suggests this event to be related to the issues for which zimmer initiated a voluntary device correction of the labeling of zmr porous revision hip prosthesis and zmr revision taper hip prosthesis in october 2011. A field action was conducted on october 24, 2011 (1822565-08/26/2011-001c) in which zimmer updated the associated labeling to provide further instructions, particularly as it relates to ensuring full proximal support is achieved.